Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received, a potential root cause could not be defined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll barrel / flange was damaged. The following information was provided by the initial reporter: it was reported that "the syringe was leaking. The liquid spilled out. There was no skin contact with the solution" where did event occur? (Country?): germany when did event occur? During use. Additional information provided: there is no leakage reported. The complaint information is limited to just syringe broken. Bd syringe which is used to administer the product. Due to the lack of more information is why we requested supplier assessments for batch record review and reserve sample inspection for syringe breakage code.